Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneutx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt has a history of chronic renal insufficiency, multi-vessel coronary artery disease, hypertension, chronic obstructive pulmonary disease, cardiomyopathy, ejection fraction 35%, s/p mitral and aortic valve replacement. The aneurysm currently measures 63 mm in diameter and the aortic neck diameter has increased from 22 mm to 27 mm. It was reported that due to a type 2 endoleak the pt had a successful coil embolization procedure done. A few months later a CT angio revealed that the stent graft migrated distally and a small type I endoleak was present. The physician requested a talent aortic cuff as a compassionate use treatment for this pt. The cuff was successfully implanted. No additional clinical sequelae were reported.